Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the suture was stuck in the device and could not be harvested during attempted suture placement in the common femoral artery using the preclose technique with a proglide device using an 8f sheath prior to an endovascular abdominal aortic aneurysm (aaa) procedure. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 14f and the aaa procedure was completed. Reportedly, the knots of the preplaced sutures were advanced, but oozing was seen. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.